Manufacturer narrative:
The reagent lot/expiration information was provided as follows: ft3 = lot: 84914201, expiration 30-apr-2026. Ft4 = lot: 86873201, expiration 31-may-2026. Anti-tpo = lot: 872499. Cortisol = lot: 885527. Estradiol = lot: 858578. Anti-tshr = lot: 874011 the anti-tpo, cortisol, estradiol, and anti-tshr reagent expiration dates were requested, but not provided. The patient's sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for multiple analytes on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys ft3 iii, elecsys ft4 IV, elecsys anti-tpo, elecsys cortisol, elecsys estradiol iii, and elecsys anti-tshr. The roche assay results did not compare to results measured with the abbott method. The patient sample resulted in the following values when tested on the e 801 analyzer on 02-oct-2025: ft3 = 11.60 pg/ml (reference range = 2.0 - 4.4 pg/ml). Ft4 = 2.81 ng/dl (reference range = 0.92 - 1.68 ng/dl). Anti-tpo = > 600 iu/ml (reference range = < 34.0 iu/ml). Cortisol = 47.80 ug/dl. Estradiol = 195.0 pg/ml. Anti-tshr = 5.68 u/l (reference range = < 1.75 u/l). The patient sample resulted in the following values when tested with the abbott method on 06-oct-2025: ft3 = 3.06 ng/l (reference range = 1.71 - 3.71 ng/l). Ft4 = 12.5 ng/l (reference range = 0.92 - 1.68 ng/l). Anti-tpo = 0.88 ku/l (reference range = < 5.61 ku/l). Cortisol = 185 ug/l. Estradiol = < 10 ng/l. The patient sample resulted in the following value when repeated on the e 801 analyzer on 06-oct-2025: anti-tshr = 12.78 u/l.

Manufacturer narrative:
The anti-tshr measurement performed on (B)(6) 2025 was performed on a separate sample collected from the patient at a different time. There was no patient sample discrepancy for anti-tshr. The patient's sample was provided for investigation. Investigations of the sample it contains an interfering factor against the streptavidin component of the ft4, ft3, anti-tpo, cortisol, and estradiol assays. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.